Event description:
Same case as MDR ID# 2134265-2014-04637. (B)(4). It was reported target vessel revascularization occurred. On (B)(6) 2010, the patient presented with recurrent chest pain and elevated blood pressure. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. On the following day, coronary angiography and the index procedure was performed. The target lesion was a de novo lesion located in the 1st obtuse marginal (om) with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 x 32 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, prior to elective hip surgery, patient underwent cardiac catheterization for evaluation of positive stress test and also patient's coronary angiography revealed 70% stenosis with total occlusion of distal stent in om. The patient was then referred for cardiac surgery. At the time of event, the patient was taking aspirin only. The study drug was last taken on (B)(6) 2012 and other antiplatelet medication was never taken. Sixteen days after, the patient presented with angina. Subsequently, the physician performed CABG x 4 vessel with left internal mammary artery (lima) to left anterior descending (lad) artery, saphenous vein graft (rsvg) to 1st diagonal, svg to 2nd om and svg to right posterior descending artery (r-pda). Four days post procedure, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).